Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. Mentor became aware that it was erroneously omitted to report that the patient has concerns about textured implants and wants to have them replaced with smooth gel devices. After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to add codes clinical symptoms code - anisomastia and health impact code - breast implant prophylactic removal to avoid injury, to remove code patient dissatisfaction with procedure outcome to more accurately capture the reported event. The date of removal is scheduled to be (B)(6) 2021. Manufacturer¿s reference number: (B)(4), added codes clinical symptoms code - anisomastia and health impact code - breast implant prophylactic removal to avoid injury and removed code patient dissatisfaction with procedure outcome to more accurately capture the reported event.

Manufacturer narrative:
On 2/8/2021, mentor became aware that the initial reporter¿s country was erroneously left blank in section e1. Initial reporter country code. The actual country was USA. Manufacturer¿s reference number: (B)(4) initial reporter's country is USA.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and suffered from dissatisfaction with the procedure outcome on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, it was reported to mentor that the date of removal was (B)(6) 2021, the patient suffered from a bilateral rupture. The replacement devices were mentor memorygel xtra breast implant 570cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the siltex hpg, 500cc, had an area of delamination with leaks at the juncture of the shell and patch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although potential patch delamination causes are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).